Event description:
The customer reported that the alarm would not power on. There was no pt injury reported. Inspection by posey shows that the battery springs are misaligned and the alarm did power on.

Manufacturer narrative:
(B) (4). Eval of the returned product shows that the alarms battery springs were misaligned. Unit functions were met. (B) (4).